Event description:
As reported by navilyst medical's distributor in (B)(4), one sterile convenience kit pouch was found to have a hole in the pouch. This was discovered at the distributor. This pouch had not been sent to a hospital and has since been returned to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(6) 2011 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "pouches torn/holes sterile." No adverse trends were identified. The returned kit pouch was visually examined and a hole on the tyvek side of the pouch was confirmed. While the exact cause of the pouch damage is unable to be determined, the most likely cause is handling after the product left the navilyst medical facility. Per procedures, all pouches are 100% inspected for damage and seal integrity during the sealing process. The hole in the pouch is an obvious defect that would have been detected at that time. The directions for use packaged with each kit states not to use "if the sterile barrier is damaged," and to "inspect prior to use to verify that no damage has occurred during shipping." (B)(4).